Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure according to IFU, md found dilator broken. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one dilator and sheath within a cath-lab kit for analysis. Evidence of use was observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation point appears consistent to that of a stress related break. No other defects or anomalies were observed. Dimensional analysis of the dilator hub and hemostasis valve cap was performed. Both components measured out of the specified tolerances. Due to the discrepancy, the manufacturing and packaging facilities were consulted. After observing the dilator hub cross section, they confirmed that the returned dilator was milled, which aligns with a previous design of the dilator. This design is inconsistent with the dilator listed in the bill of materials (bom) for the reported kit. Due to the discrepancy, clarification was additionally requested of the customer, but no response was provided. Therefore, it was determined that the customer may have reported the incorrect material and batch as a part of this complaint. A device history record review was performed on the reported batch number and no relevant findings were identified. The customer report of a hub separated from a dilator was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. Consultation with the manufacturing facility and additional review of the component design revealed that the dilator and cap did not align with the reported finished good and batch. The components aligned with a previous design, which is within scope of a previously opened CAPA. The CAPA investigation indicates the root cause is likely design related. However, due to the discrepancy between the returned components and the reported batch, the root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "during the procdeure according to IFU, md found dilator broken. So the md opend up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".